Event description:
Per the clinic, the patient was treated with antibiotics (specific type, date and duration not reported) due to pain.

Manufacturer narrative:
This report is submitted on december 07, 2023.